Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogating the device, the real-time heart rate showed 612 bpm and a marker anomaly. The real-time egm appeared to show proper atrial sensing and bi-v pacing. Reinterrogating both with and without the rf antenna were attempted, but the programmer still showed 612 bpm. It was recommended to try another programmer. Physician later decided to explant the system unrelated to the event. The patient tolerated the procedure well.

Manufacturer narrative:
The reported field events of an inability to communicate with the device and marker anomaly were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported anomalies could not be determined.